Manufacturer narrative:
Concomitant product(s): information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va12bap, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing incontinence, so they met the manufacturer representative to reprogram the device. It was noted their therapy was working well, but for the last 2-2.5 weeks they had been experiencing incontinence again and not feeling stimulation. Patient mentioned a couple times in bed they could feel stimulation a little bit and they were on 2.5v. Patient stated they increased stimulation to 7.0v when they were not feeling stimulation at some point and that it was thought that maybe a lead was loose or disconnected. Patient reported they were in bed that night and all of a sudden they felt stimulation very strong and had to jump out of bed to get the programmer and decrease stimulation. Patient changed to program 3 at the time of the report, and increased stimulation to 3.8v, noting that they felt comfortable stimulation. No further complications were reported.